Manufacturer narrative:
The device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the patient developed an infection, endocarditis, and there were vegetation¿s on the lead noted to likely represent old healed endocarditis. The device and lead were removed. No further patient complications have been reported as a result of this event.

Event description:
It was also reported the pocket tissue appeared to be healthy with no evidence of infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.